Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained 333, 358, 273, 275, 341 and 356 mg/dl. The customer¿s expected fasting blood glucose test result range is 130-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/24/2023 and open vial date is 1-2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 333 mg/dl date: (B)(6) 2022 time: 12:45pm fasting/before lunch. Result 2: 358 mg/dl date: (B)(6) 2022 time: 12:43pm fasting/ before lunch. Result 3: 273 mg/dl date: (B)(6) 2022 time: 10:0am fasting/ before breakfast. Result 4: 275 mg/dl date: (B)(6) 2022 time: 9:57am fasting/ before breakfast. Result 5: 341 mg/dl date: (B)(6) 2022 time: 1:27am fasting/ bedtime. Result 6: 356 mg/dl date: (B)(6) 2022 time: 1:25am fasting/ bedtime.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 30-sept-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.